Event description:
Consumer called to report high readings. Got values of 64 and 67. Drank 2 cups of soft drink and got a reading of 150. Still felt low, was transported to the hospital by ems from her place of employment.